Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after having received a shock and complained of chest pain. A remote monitoring transmission was received and reviewed. Possible oversensing and undersensing was noted. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.